Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 18 years 8 months post implant of this valved conduit,a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for the replacement was not reported. No adverse patient effects were reported.